Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid was broken. A field service engineer found that pockets in aux drawer 6 were not detected on the bus. Replaced the drawer controller and module controller. Released all pockets in aux drawer 6 using the hardware test application. Cleaned the trays and removed pocket b3 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the lid was broken on the cubie and the user were unable to expose the cubie. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.